Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump failed downstream occlusion (dso) test due to faulty sensor seal¿ was confirmed. The probable cause was the dso seal was cracked. The dso seal was replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump failed downstream occlusion (dso) test due to faulty sensor seal¿; during device evaluation it was found the dso seal was cracked.